Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data received and analyzed. Analysis of the date indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range. Lv pacing impedance measured <(><<)> 200 ohms. An alert triggered for pace polarity pathway of lv3 to lv4 out-of-range subthreshold lead impedance on 2015-(B)(4). All other lv lead impedance measurements within normal range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1q1 crt-d, implanted (B)(6) 2015. (B)(4)

Event description:
It was reported that a low impedance measurement was observed on the left ventricular (lv) lead. All other lead trends were stable. The lead remains in use. No patient complications have been reported as a result of this event.